Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider had a problem, after pulling the button on the injector, the xen gel was not released" then further clarified as "slider was jammed during the [implantation] surgery" in the left eye. Surgery was completed with backup device. There was no eye injury.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., h.6.

Event description:
Healthcare professional reported a xen®45 gts event described as "the slider had a problem, after pulling the button on the injector, the xen gel was not released" then further clarified as "slider was jammed during the [implantation] surgery" in the left eye. Surgery was completed with backup device. There was no eye injury.